Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00598 & 04588).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates that the revision performed on (B)(6) 2012 was due to pain and synovitis. The operative notes further indicate the presence of a dark black fluid consistent with metal on metal debris and a pseudotumor. The acetabular cup, modular head, and taper adapter were removed and replaced.